Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 244033) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). The customer noted that they had issues with results from other patients, but provided no details. A sample from the patient was tested on the meter, resulting as 3.9 inr. On the same day at an unknown time, a sample from the patient was tested at a laboratory using an unknown method, resulting as 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per month. The patient's warfarin dose has been constant. The customer's product was requested for investigation.